Event description:
Complainant alleged that while attempting to defibrillate a patient, the device inappropriately delivered energy to the user. Complainant did not indicate that there was any adverse effect to the patient or the user due to the reported malfunction.

Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.